Event description:
It was reported that the patient presented in clinic for follow up. The atrial lead exhibited lead fracture, loss of capture, high lead impedance and noise. The lead was deactivated and remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.